Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that at least one bd alaris pump module infusion set was clogged. The following information was provided by the initial reporter: we have had a lot of issues with clogging.

Event description:
It was reported that at least one bd alaris pump module infusion set was clogged. The following information was provided by the initial reporter: we have had a lot of issues with clogging.

Manufacturer narrative:
H.6. Investigation: no product or photo was returned by the customer. It was reported that they are experiencing issues with clogging. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 2202-0007 because a lot number is unknown. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.